Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding the impact on the customer's blood glucose level. The malfunctioning pump is being returned for evaluation, and a replacement pump with a new serial number has been issued to the customer.